Event description:
Customer called to report that she was hospitalized due to high blood glucose and ketoacidosis. The blood glucose reading was over 600 mg/dl at the time of admission. Customer stated that she changed her reservoir, infusion set and the infusion set cannula was bent. Customer also stated that she had uncontrollable vomiting, severe stomach cramps and diarrhea prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.